Manufacturer narrative:
There was no report or indication from the reporter that a malfunction of an ion system, instrument, or accessory occurred during the procedure. Pneumothorax is a common complication for lung biopsies. It usually requires an integrity breach of the outer lining of the lung (e.g., needle puncture), which allows air to enter the pleural space, which may led to a lung collapse. The probability and risk for pleural puncture through the endoluminal route increases with the lesion¿s proximity to the pleura. Risk of pneumothorax is included within the risk management report for the ion system. The occurrence and severity of the complication is deemed to be acceptable, per the risk documentation. Based on the information available for this complaint, the probable root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling. Section b3: the event date is set to october 1st, 2025. It was reported that the event occurred in october, but no exact date was provided. Section b2: it is unknown if the patient required any intervention.

Event description:
It was reported by an intuitive endoluminal territory associate representative (eta) by a site nurse that a patient had experienced a pneumothorax at the time of an ion diagnostic procedure. The eta was informed that the procedure was on an unspecified date in (B)(6) 2025; however, the reporter did not provide any specific information regarding the extent of the pneumothorax, or if the patient had any symptoms or if any treatment was required. There was no allegation of any issues with the ion system. Multiple follow-up attempts to obtain additional information from the physician were made; however, no response was received.